Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. UDI: (B)(4). The initial reporter is a j&j sales representative. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the sales rep that during a rotator cuff repair procedure on (B)(6) 2022, it was observed that the green/white suture on the 5.5 healix advance br 3suture anchor w/ permacord device frayed while tying. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary: the complaint device is not being returned, therefore unavailable for a physical evaluation, however an arthroscopic image was provided. Upon review, two sutures are shown in the image, one suture looks frayed. A manufacturing record evaluation was performed for the finished device 8l74417 number, and no non-conformances were identified. As part of depuy synthes mitek quality process all devices are manufactured, inspected, and released to approved specifications. According with the visual inspection performed of the photo, this complaint can be confirmed. The possible root cause for the reported issue can be attributed to an excessive force applied to the suture at the moment of tightening as per IFU; apply tension (normal force) on suture lengths. Excessive force may overload the anchor or suture. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance.